Manufacturer narrative:
(B)(4). In a follow up call to the facility, the reporter stated the clinician experienced resistance during insertion and the needle broke. The needle was removed with forceps, a new kit was opened, and the procedure was performed without further incident. There was no injury to the patient and no further complications as a result of this event. No adverse quality trends have been identified during the complaint review process. There have been no other reports of this nature against this item or the involved finished good or component part lot numbers. One (1) sample was received for evaluation without packaging. The sample and all available information were forwarded to the pencan needle supplier, b. Braun (B)(4), for further evaluation. Their investigation is on going at this time. A follow up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: (B)(4) lot # 0061268057: needle broke after insertion into patient. Broken piece retrieved from patient with injury.